Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not booting up. Upon troubleshooting, the philips remote service engineer (rse) was informed by the customer that after several reboots, the system stops with the countdown at 0 without ever being ready. The philips field service engineer (fse) visited onsite and performed the functional analysis and found that the temperature in the technical room was 35°c, the system was in hw hang-up, the pc box and the power supply were hot. The fse identified that the system was blocked due to the high temperature in the technical room, as the air conditioning was off. To resolve the issue, ac was turned on. After repair, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Since the malfunction of an air conditioner or temperature issue would not be considered a device malfunction, this event would not be reportable. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.